Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and vaginal haemorrhage ("abnormal bleeding/abnormal bleeding (vaginal)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hereditary angioedema. Concurrent conditions included obesity, hypertension and afib. Concomitant products included ajmaline (cardia), budesonide, cyanocobalamin, dabigatran etexilate mesilate (pradaxa), furosemide, latanoprost and salbutamol (albuterol). On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pain / pain was on my left side"), headache ("headaches"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fungal infection ("yeast infection"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), back pain ("lower back pain"), pain in extremity ("leg pain") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus), salpingectomy(bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, pelvic pain, alopecia, headache, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, fungal infection, weight decreased, back pain, pain in extremity and abdominal pain lower outcome was unknown, the vaginal haemorrhage, menorrhagia, nausea, fatigue and vaginal discharge had resolved and the weight increased was resolving. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 2coils left:2 coils leave taken from this job or other job for medical reasons- pelvic and back pain, heavy menstruation cycles diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Ultrasound scan vagina - in 2012: total bilateral occlusion; in 2013: results: okay at that time. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received- new events abnormal bleeding (menorrhagia), yeast infection, weight gain were added. Pt of genital haemorrhage updated to vaginal haemorrhage. Outcome of vaginal haemorrhage, vaginal discharge, nausea, fatigue updated to recovered / resolved. New reporter, medical history, and concomitant drug were added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, hypertension and afib. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), alopecia ("hair loss"), headache ("headaches"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss"), back pain ("lower back pain"), pain in extremity ("leg pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (supracervical hysterectomy (uterus)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, alopecia, headache, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, back pain, pain in extremity and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge and weight decreased to be related to essure. The reporter commented: the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 2coils left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Ultrasound scan vagina - in (B)(6): okay at that time. Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight loss were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("it was found that one end was stuck in the distal fallopian tube while the coiled piece remained stuck in the cornua/ it consists of multiple portions of straight and coiled gray metal wire /multiple fragment portions of apparent fallopian tube (mr)"), embedded device ("coiled piece remained stuck in the cornua/coils are likely embedded in uterus(mr)"), uterine perforation ("perforation of organs/perforation of the uterus"), device dislocation ("the xray show the coils in the pelvis (per mr)") and vaginal haemorrhage ("abnormal bleeding/abnormal bleeding (vaginal)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hereditary angioedema, genital bleeding, blood transfusion, urinary frequency, hereditary angioedema, hypokalemia, swelling of tongue, electrolyte imbalance, gastroesophageal reflux disease, airway edema, ankle edema, knee arthroplasty, shortness of breath on (B)(6) 2016, stroke and edema glottis. Concurrent conditions included obesity, hypertension, afib, chest pain since (B)(6) 2016, raeb, asthma since (B)(6) 2016, endometrial biopsy, uterine bleeding, discomfort, dysfunctional uterine bleeding, metrorrhagia, flasher, floaters, blurry vision, blind left eye, viral infection, hepatitis, hiv disease, loss of vision, pap smear abnormal since (B)(6) 2014, soft tissue mass since (B)(6) 2014, angioedema since (B)(6) 2014, food allergy since 2008, thyroid nodule since (B)(6) 2016, foot pain since (B)(6) 2016, fascitis plantar since (B)(6) 2016, dysuria, human papilloma virus infection, throat swelling since (B)(6) 2016, bruise since (B)(6) 2017 and abdominal pain. Concomitant products included ajmaline (cardia), budesonide, citric acid;glucose;sodium citrate;sodium phosphate monobasic (anhydrous) (anticoagulant cit phos dex adenine), cyanocobalamin, danazol, dorzolamide, famotidine, furosemide, icatibant acetate, intrauterine contraceptive device (iud nos), latanoprost, lidocaine and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pain / pain was on my left side"), headache ("headaches"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fungal infection ("yeast infection"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), back pain ("lower back pain"), pain in extremity ("leg pain") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with dabigatran etexilate mesilate (pradaxa) and surgery (supracervical hysterectomy (uterus), and supracervical hysterectomy (uterus), salpingectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, uterine perforation, device dislocation, pelvic pain, alopecia, headache, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, fungal infection, weight decreased, back pain, pain in extremity and abdominal pain lower outcome was unknown, the vaginal haemorrhage, menorrhagia, nausea, fatigue and vaginal discharge had resolved and the weight increased was resolving. The reporter provided no causality assessment for device breakage and device dislocation with essure. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, embedded device, fatigue, fungal infection, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 2coils left:2 coils leave taken from this job or other job for medical reasons- pelvic and back pain, heavy menstruation cycles diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: essure coils were identified in the region of the horns of the uterus, extending into· the fallopian tubes bilaterally. No. Opacification the fallopian tubes was seen. Ultrasound scan vagina - in 2012: total bilateral occlusion; in 2013: results: okay at that time. Concerning the injuries reported in this case, the following one were described in patients medical record:- pelvic pain, dysmenorrhea, cramping,menorrhagia, hair loss, vaginal bleeding, device dislocation,embedded device and device breakage. Most recent follow-up information incorporated above includes: on 26-feb-2019: mr received: event device breakage and embedded device added from medical record.concomitant drug ,reporter information, concomitant condition, and lab test were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("it was found that one end was stuck in the distal fallopian tube while the coiled piece remained stuck in the cornua/ it consists of multiple portions of straight and coiled gray metal wire /multiple fragment portions of apparent fallopian tube (mr)"), embedded device ("coiled piece remained stuck in the cornua/coils are likely embedded in uterus(mr)"), uterine perforation ("perforation of organs/perforation of the uterus"), device dislocation ("the xray show the coils in the pelvis (per mr)") and vaginal haemorrhage ("abnormal bleeding/abnormal bleeding (vaginal)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hereditary angioedema, genital bleeding, blood transfusion, urinary frequency, hereditary angioedema, hypokalemia, swelling of tongue, electrolyte imbalance, gastroesophageal reflux disease, airway edema, ankle edema, knee arthroplasty, shortness of breath on (B)(6) 2016, stroke and edema glottis. Concurrent conditions included obesity, hypertension, afib, chest pain since (B)(6) 2016, raeb, asthma since (B)(6) 2016, endometrial biopsy, uterine bleeding, discomfort, dysfunctional uterine bleeding, metrorrhagia, flasher, floaters, blurry vision, blind left eye, viral infection, hepatitis, hiv disease, loss of vision, pap smear abnormal since (B)(6) 2014, soft tissue mass since (B)(6) 2014, angioedema since (B)(6) 2014, food allergy since 2008, thyroid nodule since (B)(6) 2016, foot pain since (B)(6) 2016, fascitis plantar since (B)(6) 2016, dysuria, human papilloma virus infection, throat swelling since (B)(6) 2016, bruise since (B)(6) 2017 and abdominal pain. Concomitant products included ajmaline (cardia), budesonide, citric acid;glucose;sodium citrate;sodium phosphate monobasic (anhydrous) (anticoagulant cit phos dex adenine), cyanocobalamin, danazol, dorzolamide, famotidine, furosemide, icatibant acetate, intrauterine contraceptive device (iud nos), latanoprost, lidocaine and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pain / pain was on my left side"), headache ("headaches"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fungal infection ("yeast infection"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), back pain ("lower back pain"), pain in extremity ("leg pain") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with dabigatran etexilate mesilate (pradaxa) and surgery (supracervical hysterectomy (uterus), and supracervical hysterectomy (uterus), salpingectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, uterine perforation, device dislocation, pelvic pain, alopecia, headache, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, fungal infection, weight decreased, back pain, pain in extremity and abdominal pain lower outcome was unknown, the vaginal haemorrhage, menorrhagia, nausea, fatigue and vaginal discharge had resolved and the weight increased was resolving. The reporter provided no causality assessment for device breakage and device dislocation with essure. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, embedded device, fatigue, fungal infection, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 2 coils left:2 coils leave taken from this job or other job for medical reasons- pelvic and back pain, heavy menstruation cycles diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: essure coils were identified in the region of the horns of the uterus, extending into· the fallopian tubes bilaterally. No. Opacification the fallopian tubes was seen. Ultrasound scan vagina - in 2012: total bilateral occlusion; in 2013: results: okay at that time. Concerning the injuries reported in this case, the following one were described in patients medical record:- pelvic pain, dysmenorrhea, cramping,menorrhagia, hair loss, vaginal bleeding, device dislocation,embedded device and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformities data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, genital haemorrhage, pelvic pain, alopecia and headache outcome was unknown. The reporter considered alopecia, genital haemorrhage, headache, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.